Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.no product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4) - items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Observations of adverse wear on the returned components, including two wear stripes on the modular head, suggest that there may have been a degree of joint laxity, subluxation and/or edge loading; however without the aid of radiographs, patient information or surgical reports, the root cause for such possible mechanisms remains unknown.

Manufacturer narrative:
Additional information including the item number and lot number were received on (B)(4) 2013. All information related to the item/lot number including manufacture date, expiration date and 510(k) number were included in this MDR follow-up.

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2011. Revision procedure was performed on (B)(6) 2013 due to pain and elevated metal ion levels. No further information has been received.